Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer cursor moved when touched however it did not click on the desired selection with finger touch. Analysis was unable to confirm the customer comment that the programmer cursor moved when touched but did not click on the desired selection using the stylus. It was noted that the electrocardiogram (ECG) connector was loose, the fan was noisy, the power cord door latch tab was broken and the left keyboard rail cover was cracked. It was further noted that the bullet hinge cover, a screw on the upper right of the hinge plate and the printer side lever were missing. The programmer was decommissioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer screen had an issue . It was noted that when the stylus selected one area of the screen it responded in another area of the screen. It was noted that the cursor moved when touched however it did not click on the desired selection with both the stylus and finger touch. It was noted that the programmer software had recently been updated. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.